Manufacturer narrative:
Film evaluation summary: the exact cause of the reported proximal type I endoleak seen at implant could not be determined from the pre-implant films provided. Films during implant were not available for review and the reported event could not be assessed. Post-implant cts¿ were also not provided and the stent graft in-vivo configuration could not be evaluated. It is possible that implanting within the proximal neck which was short, conical-shaped, and moderately angulated with calcification, may have contributed to the type ia endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 70 mm abdominal aortic aneurysm. It was reported during the index procedure after the bifurcate was implanted and ballooning completed a type ia endoleak was observed. The physician repeated ballooning of the proximal neck and ran a repeat angiogram which showed the aaa sac was continuing to fill with contrast. The physician then elected to implant 10 heli-fx endoanchors circumferentially however while the endoleak decreased it still persisted. The physician opted to end the procedure at this time. Per the physician the cause of the event is undermined but it was noted that the endoanchors were intended to be used prophylactically however due to the endoleak they were subsequently used as intervention. No additional clinical sequelae were reported and the patient will be monitored.